Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements after a recent generation change. Technical services (ts) was consulted and after reviewing device data determined that there were episodes stored that had minute ventilation (mv) chop, signal artifact monitor (sam) and right atrial automatic threshold (raat) test episodes. Ts indicated that since this occurred close to the generation change, it could be connection related and recommended an x-ray be completed to assess. No adverse patient effects were reported. This ICD remains in service. Additional information was received that bi x-ray was performed due to lead measurements being within range. The patient will continue to be monitored. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements after a recent generation change. Technical services (ts) was consulted and after reviewing device data determined that there were episodes stored that had minute ventilation (mv) chop, signal artifact monitor (sam) and right atrial automatic threshold (raat) test episodes. Ts indicated that since this occurred close to the generation change, it could be connection related and recommended an x-ray be completed to assess. No adverse patient effects were reported. This ICD remains in service. Additional information was received that bi x-ray was performed due to lead measurements being within range. The patient will continue to be monitored. No adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements after a recent generation change. Technical services (ts) was consulted and after reviewing device data determined that there were episodes stored that had minute ventilation (mv) chop, signal artifact monitor (sam) and right atrial automatic threshold (raat) test episodes. Ts indicated that since this occurred close to the generation change, it could be connection related and recommended an x-ray be completed to assess. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.